Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: other component malfunction, specify

Event description:
Surgical procedure required: no did event cause patient's death: no major pump unit(s) involved: blood pump specific component(s) involved: other component malfunction other component: pump not responding to a/c or d/c power causative or contributing factor: no specific contributing cause identified other cause: intervention(s): replacement of external controller. Switch from vented electric to pneumatic-mode. Other interventions, specify. Replacement of external battery other intervention: emergent transplant listing side.